Event description:
It was reported that the patient received inappropriate therapy for t-wave oversensing. Reprogramming changes were made. There were no further consequences to the patient after the reprogramming.